Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during use and the device could not be used. There was no reported patient injury. The device was used during a percutaneous transluminal angioplasty (pta) procedure for hemostasis in accordance with the instructions for use (IFU). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18395521presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during use and the device could not be used. There was no reported patient injury. The device was used during a percutaneous transluminal angioplasty (pta) procedure for hemostasis in accordance with the instructions for use (IFU). The device is expected to be returned for evaluation.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot 18395521 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.